Event description:
The event is reported as: when the biotech installed 2 "aa" batteries into the green spec handle the light came on immediately and would not turn off. At the same time, the battery screw-on retainer cap begin to get hot. No report of user injury.

Manufacturer narrative:
The sample was received by the manufacturer, but the investigation is incomplete at the time of this report.